Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: how many sutures were found missing in the blister? Several; customer could not specify exact number. How many sutures were found detached from the needle in the blister? It was confirmed by customer that 3 cases had occurred, another 2 complaints are opened. Did any detachment occur during use on patient? Yes. Several blisters were opened with sutures found detached, some without suture, some detached while doctor used it for skin closure. When the event occurred? Intra-op or pre-op? Both. Procedure name? Skin closure. Were there any patient consequences? No. Could you please confirm the device's availability for return? Confirmed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that a patient underwent a skin closure procedure on an unknown date in 2021 and suture was used. During the procedure, the suture was no longer connected to the needle. No adverse patient consequences were reported. Additional information was requested.